Event description:
Same case as #6000089-2005-01439. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure. A rash developed. The pt had two taxus express2 drug eluting stents placed, 3.0 x 20mm and 3.5 x 20mm. 7 days later she reported developing an itchy rash that was located on her abdomen, back and buttocks. The pt is scheduled for a follow-up appointment with her cardiologist.